Event description:
It was reported patient had shocking sensation since implant of this device. Apparently, the doctor said do not use until she could get a new battery replaced. When the new battery was implanted, the impedance was still high and no stimulation. The surgeon was aware of this and said he would refer her to someone else to replace the leads. There was no further contact from this physician. Please refer to manufacturer report #3004209178201006450 and report #3004209178201007793.